Manufacturer narrative:
If additional information or investigation results become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with s4 set screw new version. According to the complaint description, the thread slipped on two products when locking the screws. The malfunctions occurred during surgery and prolonged the procedure for about ten minutes. This had minimal impact to the patient; the screws were taken out and replaced by other devices. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
We made a visual inspection of both screws. In the first step we investigated the hexagon of screw "a". The hexagon is heavily damaged, most probably by a not correct attached allen key. In the next step we investigated the bottom of the screw "a". Here we found the typically circular wear of a not proper tightened screw, respectively a screw who was tightened over a not correct placed rod. After that we checked the thread of "a". The thread shows no damages or wear. In the next step we investigated the hexagon of screw "b". The hexagon shows no damages. Then we investigated the bottom of screw "b". Here we found the typically circular wear of a not proper tightened screw, respectively a screw who was tightened over a not correct placed rod. At last we checked the thread of screw "b". The thread of this screw is completely sheared off. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production.there are no similar complaints against the same lot number(s) with this error pattern. The damages at the screws lead to the assumption, that the surgeon attached the screws not correctly at the pedicle screw ("cross threading") a material defect or a manufacturing error can be excluded.